Event description:
It was reported that a peritoneal dialysis (pd) patient reported an infection in their belly. Upon follow up, the home program manager (hpm) reported the patient was diagnosed with cellulitis near the patient¿s peritoneal dialysis (pd) catheter exit site. The patient was hospitalized for abdominal pain and cellulitis, where radiological testing revealed a large calcification in the patient¿s abdomen (causing the cellulitis). The patient¿s pd catheter (not a fresenius product) was surgically removed. The patient was transitioned to hemodialysis (hd) while hospitalized, and never returned to the clinic. Per the hpm, the serious adverse events were unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. While collecting the patient¿s pd orders, it was discovered the patient was performing continuous ambulatory pd (capd) at the time.

Manufacturer narrative:
H10 clinical statement: there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. Upon evaluation of additional information received, it was determined that the event reported on 8030665-2021-00658 was not a reportable event related to the fmc liberty cycler set. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 8030665-2021-00658.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported an infection in their belly. Additional information has not been provided.